Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and adhesive barrier was implanted concurrently with tah/bso due to endometriosis, uterine fibroids and hypermenorrhea. It was reported that following insertion the patient experienced pain during intercourse and states that it ¿feels like her insides are coming out of her vagina when she walks¿. (B)(4).

Manufacturer narrative:
(B)(4).